Event description:
Information was received regarding two cadd extension sets being used with a patient undergoing continuous treatment of blincyto for 28 days in a row for the treatment of leukemia. It was reported that the extension set had a leak in the filter region. The leak occurred one day after the start of the infusion. This led to an inconvenience of having to change the device more often, and the last time, the team did not have the equipment, so the patient had to go to the hospital to receive medication.